Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the pulse generator set screw did not rotate properly and could not be tightened. A different torque wrench was used but was unsuccessful. The device was not implanted and replaced. The patient experienced no adverse consequences.